Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97745 controller (s/n (B)(6)) revealed that front case replaced due to broken stim button bosses. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reports her equipment is not working. Pt states the  recharger (rtm) or the controller is not working when patient services (pss) tried to clarify issue. Pt states not flashing and nothing is moving. Pt states she's down to battery low on controller as nothing is working. Pss advised to reset equipment and after reset pt states the controller does not come on to the wall without battery pack. When placing lith battery back in does turn on however doesn't register the ac power is plugged in and states battery low recharge controller, once the rtm was plugged in. Pss advised to check for damage in which pt does not detect. Caller seeing the controller was 30% and the ins was low and pt states she cannot charge. The issue was not resolved. A replacement controller and ac power device was sent out. No symptoms wer e reported. Additional information was received from a patient (pt). It was reported that the pt received the controller and requested assistance in pairing the controller. The pt is able to pair and connect to charge the implantable neurostimulator (ins). The pt verified the controller is 100% and the ins is 0%. The pt verified she has they have excellent charge quality and they will charge to complete.